Manufacturer narrative:
Registration number 3009092818. Exemption number (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, to place an internal magnet. The implanted device remains.